Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not observed.

Manufacturer narrative:
Zoll medical (B)(4) representative evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity logs and clincal data suggests that ECG was available but the appropriate lead was not selected. The clincal data supports ECG was available in the "pad lead". When pads are attached to a patient with the device already monitoring ECG, it requires the user to manually select the pad lead. ECG leads were likely intermittent related to CPR being administer. The device was recertified and returned to the customer. No trend is associated with reports of this type.